Event description:
It is reported that a customer was hospitalized for pancreatitis, hernia and kinked colon on (B)(6) 2014 at 9am. The patient's blood glucose level was at 50 mg/d at the time of hospitalization. The customer did have the insulin pimp on him when he took an x-ray. The pump seemed to be working fine but the customer was advised to monitor the pump for any issues. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.